Event description:
The contact stated that the customer tested her blood glucose using her contour meter and a one touch meter. The contour read 501 mg/dl, while the one touch read 97 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found 1 out of 3 control test results to read 1 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.